Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: a black image. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the no image on screen issue was due to a faulty plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited no image. The issue occurred during the setup of the device. There was no patient involvement.